Event description:
The contact called for help in resetting the meter to mg/dl. While troubleshooting, it was discovered the metere was missing segments. The contact did not allege the customer experienced andy adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.